Manufacturer narrative:
Concomitant products: gw: runthrough ns, noe's rinato; gc: heartrail ii 7f jl4; bc: lacrosse 3.0/15mm; stent: promus 2.5/28mm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician delivered the cypher select plus 2.5 x 28 mm stent to the target lesion but the balloon would not inflate due to a balloon rupture. The stent was not implanted in the target lesion. The stent delivery system (sds) with the stent still mounted was successfully removed from the patient. Inspection of the product outside of the patient confirmed leakage from the distal end of the balloon. The physician used a promus 2.5 x 28 mm stent to complete the procedure successfully. There was no reported patient injury. The target lesion was the distal circumflex. The lesion was reported to be: de novo, moderately calcified/tortuous, and a 90% stenosis. The lesion was pre-dilated with a lacrosse 3.0 x 15 mm balloon catheter. The physician did not note any anomaly upon inspection of the device pre-procedure. The product was not returned for evaluation; therefore, no extensive analysis could be performed. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the moderate calcification and tortuosity that may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician delivered the cypher select plus 2.5 x 28 mm stent to the target lesion but the balloon would not inflate due to a balloon rupture. The stent was not implanted in the target lesion. The stent delivery system (sds) with the stent still mounted was successfully removed from the patient. Inspection of the product outside of the patient confirmed leakage from the distal end of the balloon. The physician used a promus 2.5 x 28 mm stent to complete the procedure successfully. There was no reported patient injury. The target lesion was the distal circumflex. The lesion was reported to be: de novo, moderately calcified/tortuous, and a 90% stenosis. The lesion was pre-dilated with a lacrosse 3.0 x 15 mm balloon catheter. The physician did not note any anomaly upon inspection of the device pre-procedure.